Event description:
It was reported that the patient's right ventricular lead and right atrial lead was capped due to unspecified anomaly. Both leads were capped and replaced on (B)(6) 2022. The patient was stable.